Event description:
One patient sample recovered >32.55 pg/ml for ft3, second sample recovered > 32.55 pg/ml. In another laboratory, sample recovered 6.26 pg/ml. Results verified. Root cause analysis is ongoing. If additional information is received, appropriate notification will be provided.